Event description:
Information indicates the brake will not hold at the foot end of the bed and there is no steer function.

Manufacturer narrative:
The technician replaced a broken screw in the hex rod, replaced the steer caster and roll pin in the brake shaft to repair the bed.